Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump was missing the end cap sticker.

Event description:
It was reported that the motor was protruding from the case during the manual prime. When pushing it back in, it was stated that the insulin pump began to squirt insulin and it produced an alarm. Nothing further was reported.